Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
During an asset return inspection with no complaint received from the customer, clogged nozzle was observed. Foreign material was found inside the nozzle. There is no patient involvement associated on this reported event. No harm was reported. No user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found clogged nozzle. Foreign material was found inside the nozzle. Irrigation error occurred due to being clogged. This condition was attributed to insufficient cleaning, handling problems. Furthermore, the following defects were identified during device inspection: angulation failed specifications. Angle wire found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive around objective lens found dirty. Adhesive on a-rubber (insertion section) has white-clouded area. Adhesive on a-rubber (adhesive connection ) has a chip. Connecting tube has a buckling. Connecting tube has coating peeling. Due to the nature of this reportable event (clogged nozzle with foreign material), a follow up communication with the customer regarding the cleaning sterilization and disinfection (cds) processes was performed, however , the user facility did not provide any information. Investigation is ongoing. This report will be supplemented accordingly following investigation.